Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant to be separated from the pusher, and the pusher body coil stretched, broken, and entangled, which is consistent with the alleged product issue. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a mushroom profile, indicating that the implant detached from thermal activation using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken pusher, but this damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that when the coil was delivered to a target site with a microcatheter, the pusher was stretched. The coil was attempted to be removed from the patient by pulling the pusher, but after pulling the pusher several centimeters, the pusher was separated halfway. The proximal side of the pusher was retrieved first, and the remaining pusher was then successfully retrieved by pulling the pusher. After removal, the coil was replaced with another coil and treatment of the target site was completed. After treatment of the target site, embolization of another site was performed with the same microcatheter, and subsequently, the procedure was successfully completed. There was no health damage reported.